Manufacturer narrative:
This device is no longer reportable.

Event description:
Additional information received stated that there was no issue with this device. The paddle lead had migrated. This device is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-02630, 1627487-2020-02631, 1627487-2020-02633. It was reported that the patient experienced ineffective stimulation due to the leads disconnecting. In turn, surgical intervention was undertaken in 2012 (exact date unknown) wherein the entire scs system was explanted. It is not know which devices the disconnection occurred, therefore all devices are being reported.